Manufacturer narrative:
The right ventricular (rv) lead was not returned for analysis. Prior to the analysis, the quality documents accompanying the manufacturing process for the pacemaker and the rv lead were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the pacemaker was interrogated, and the memory content was analyzed indicating no anomalies. The battery status was found to be greater than 75 percent. The devices memory was investigated. An increase of the right ventricular lead impedance was documented since (B)(6) 2023 as well as an rv lead failure in bipolar configuration, on (B)(6) 2023. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also, the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A sensing test was performed, proving the sensing functions to be as expected. In addition, the impedance measurement functions of the device were thoroughly tested. Different load resistances were subsequently attached to the pacemaker and the device measurements in bi- and unipolar configuration proved to be normal and as expected. There was no indication of a device malfunction. In conclusion, the pacemaker is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. However, the integrity of the lead cannot be assured. Should the lead become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 50 months, it was observed that the pacing impedance was too high. Physician decided to explanted the associated pacemaker and send for analysis. Lead currently remains implanted. Should additional information be received, this file will be updated.